Event description:
The pt called tech support from home seeking advice on how to bypass drain 0 to fill 1. He stated that he was empty due to draining in the hospital (hernia surgery). Tech support assisted him and he entered fill 1 with no problems.

Manufacturer narrative:
Per fmc pharmacovigilance physician: recurrent hernias are known complication of peritoneal dialysis. There is no current evidence of cycler malfunction. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.